Manufacturer narrative:
It was reported that the table allegedly exhibits a run-on movement when tilting the table. It was also reported that when the tilt button is pressed and released, the table movement allegedly does not immediately stop as they expect it to do when using an operating table. The customer previously trialed a different table model, which included a slightly different default configuration. The tables purchased have a newer default configuration, which includes a slower stop movement. During complaint investigation, the tables at the site were conforming to specification, using the default configuration. Based on the customer¿s request, the configuration was updated to match the settings of the trialed table. There were no injuries or adverse consequences reported.

Event description:
It was reported that the table allegedly exhibits a run-on movement when tilting the table as well as when the tilt button is pressed and released, the table movement allegedly does not immediately stop as they expect it to do when using an operating table.